Event description:
The customer reported that the patient suffered a 2nd degree burn at the grounding pad site during a cardiac ablation procedure. When the grounding pad was removed immediately after the procedure, the nurse stated the patient's skin was intact. The burn was noticed by lab staff 2 1/2 hours post-procedure when the patient complained of lower back pain. The burn was treated with silvadene and dressings. The incident grounding pad was discarded by the site.

Manufacturer narrative:
(B)(4). The incident grounding pad was discarded by the site and is not available for evaluation.